Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a hardware error code patient experienced on (B)(6) 2013. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on (B)(4) 2014. The complaint of hardware error is confirmed. The root cause was determined to be hardware error code failure.